Manufacturer narrative:
Additional patient symptom code (1912 ) for hypoglycemia.

Event description:
On (B)(6) 2018, the reporter for the patient (son) contacted lifescan (lfs) alleging that his onetouch ultra 2 meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issue first began on (B)(6) 2018, 4:39pm. The patient reported that the patient obtained alleged inaccurate erratic results of 527, 224, 454, and 302mg/dl on the subject meter performed less than 20 minutes apart. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. It is unclear how the patient manages his diabetes and stated that at 4:44pm he increased his dose of novolog to 15 units in response to the alleged result of 302mg/dl. The reported stated that the patient developed symptoms of ¿hypo, sweating, shaking and almost lost consciousness¿. No medical intervention was reported. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure, the sample was taken from an approved sample site and the correct testing steps were used. The cca confirmed that the test strip vial was neither cracked nor broken. The test strips were stored correctly and within expiry date. The patient did not have control solution to perform a test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate erraticly high results obtained with the subject meter.